Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Undecided colitis (ulceros or chrons). Restorative surgery after colectomy. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes, loud and clear. How many counterclockwise revolutions were made prior to attempting to fishtail the device out of the patient? Half to 3/4 of a revolution . When the device was removed and the donuts were inspected, was the washer inspected for a complete transection? Yes . Did the surgeon need to physically separate the anvil from the device intralumenally? After several unsuccessful attempts to remove instrument, surgeon opened instrument several revolutions and removed the anvil physically. What is the current patient status? Post-operation day 11 patient came down with a slight fever. Patient was diagnosed with minimal abscess in abdomen and was successfully treated with antibiotics. Without further complications patient is now well.

Event description:
It was reported that during an ileorectal anastomosis, the instrument was properly fired without any issues. Surgeon was unable to remove instrument by the normal way of fish-tailing it downwards the path of the rectum. It could be opened but was stuck. It was however possible to push it further up into the ileum. Surgeon could see from the laparoscopic side that the anastomosis part of tissue was attached/stuck to anvil-side of the instrument. After several unsuccessful attempts to remove the instrument, surgeons had to make an incision into the patient, and a hole in the ileum to be able to dismantle and remove the anvil. Upon successful removal the two donuts were identified and looked fine. The anastomosis itself also looked fine and leakage test turned out ok. The operation was prolonged about one hour. Patient had to be subjected to an extra incision and an extra hole was made into the ileum to remove the anvil. Patient stay was prolonged approximately one day and she finally left the hospital on sunday (B)(6).